Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit's system failed safety performance test (spt) in relation to a failure of compressor test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse dismantled the system and re-fitted the new scroll compressor assembly and filters, as well as performed cleaning process pursuant to getinge recommendations. The fse also successfully inspected the system and calibrated the 30 psi, as per getinge recommendations. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit's system failed safety performance test (spt) in relation to a failure of compressor test. There was no patient involvement, and no adverse event reported.